Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint was confirmed; power cord is damaged with exposed copper wires. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Scd express compression system was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 10/20/2014. An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer stated that the power cord was damaged and copper wires were exposed.